Manufacturer narrative:
(B)(4). Part was provided to r & d engineer surgical on (B)(6) 2016. Visual inspection and tear down inspection confirmed shaft tip was bent and piece of introducer broke and jammed inside the shaft mim tip. Functional inspections could not be performed due to extent of damage. User error caused or contributed to this event. We will continue monitoring complaints for similar incidents and gather more data.

Event description:
Reported event: while changing the introducer tip needle, it bent and could not be removed normally. The surgeon had to apply force to remove the introducer needle. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: while changing the introducer tip needle, it bent and could not be removed normally. The surgeon had to apply force to remove the introducer needle. The patient's condition was reported as fine.